Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has flipped in the pocket site. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2022 wherein the ipg was repositioned in the same pocket site to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.